Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion is located in the moderately tortuous and severely calcified left anterior descending artery. A 10/2.50 flextome cutting balloon was selected for use. During the procedure, the balloon was inflated at nominal pressure; however, it was noted that the balloon ruptured. The procedure was completed with a non bsc device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual examination of the balloon was performed. The balloon was observed to be unfolded and saline solution was present within the balloon which indicated it had been subjected to positive pressure. Blood was identified on the outside of the balloon and inside the inflation lumen. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon unit. The balloon could not be inflated due to the presence of solidified matter that was present within the balloon and inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees celsius to help soften the solidified matter before further inflation attempts were made. On removal from the water bath positive pressure was applied and the balloon was successfully inflated to rated burst pressure of 12 atm with no leaks or drop in pressure noted. The inflation device was verified at 12 atm before and after use with a calibrated pressure gauge. This inflate to rated burst pressure was repeated on three more occasions and on each occasion the balloon maintained pressure with no leaks noted. A visual and microscopic examination of the tip and markerbands identified no issues which could have potentially contributed to this complaint. The blades were intact and fully bonded to the balloon surface. One kink was observed on the mid shaft of the device 1.2m from the strain relief. This type of damage is consistent with excessive force being applied to the delivery system during device use. No issues were noted which may have potentially contributed to the complaint incident. No other issues were identified during device analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion is located in the moderately tortuous and severely calcified left anterior descending artery. A 10/2.50 flextome¿ cutting balloon¿ was selected for use. During the procedure, the balloon was inflated at nominal pressure; however, it was noted that the balloon ruptured. The procedure was completed with a non bsc device. No patient complications were reported.